Event description:
It was reported that shaft break occurred. A 2.75x20mm nc quantum apex balloon catheter was selected for use. However, the balloon snapped in half when loading into the guide catheter. No patient complications were reported.